Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the bleeding was not confirmed. The patient underwent a capsule endoscopy. The patient complained of bright red blood per rectum and bloody stool. The patient was continuing to take octreotide 100 mcg twice daily subcutaneous injection. Lovaza 2 capsules every day. The patient's international normalized ratio (inr) was reduced to 1.5-1.8.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a history of gastrointestinal bleeds with workups revealing multiple arteriovenous malformation and diverticula.